Event description:
Mea procedure performed in 2005 in a uterine cavity confirmed to be 9cm in length. During fundal treatment a 3 to 4cm forward advancement of the mea applicator was discovered by physician. Applicator was pulled back to an unk position, and treatment continued to a total treatment time of 185 seconds at which point physician decided to discontinue treatment. Pt presented to the hosp two days post-treatment with acute abdominal pain. Laparotopy was performed, revealing uterine perforation in mid-fundal position; injury to small bowel was noted; bowel surgery was performed.